Event description:
User receiving discrepant result for urine total protein while performing a correlation study. No actual patient testing was being performed. No results were reported as these samples are being used for correlation purposes. Eleven examples were provided. All results are in mg/dl. Sample 1 initial result 0.9, repeat 2.4. Sample 2 initial result 3.6, repeat 9.0. Sample 3 initial result 3.9, repeat 7.3. Sample 4 initial result 7.3, repeat 12.7. Sample 5 initial result 3.8, repeat 7.4. Sample 6 initial result 5.5, repeat 14.3. Sample 7 initial result 0.8, repeat 1.4. Sample 8 initial result 2.7, repeat 9.1. Sample 9 initial result 32.2, repeat 56.6. Sample 10 initial result 23.3, repeat 56.7. Sample 11 initial result 206.6, repeat 369.1. The field service representative was unable to determine a cause, but checked the analyzer. Performance tests were performed which were within specification.